Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as neither a catalog number nor a lot number were not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety button of an unspecified bd insyte¿ autoguard¿ bc shielded IV catheter jammed and the needle did not retract resulting in a needle stick injury to the user. It is unknown if this occurred before or after patient use or if medical interventions were provided.